Event description:
It was reported that the flex tip of the ptd detached inside the pt. Six passes were made in the graft prior to the tip separation. The tip was removed with forceps without any associated pt complications.